Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2242 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking propofol from the insertion site. When flushing, a crack was noticed on the grey lumen. No patient harm reported.

Event description:
It was reported that the PICC was leaking propofol from the insertion site. When flushing, a crack was noticed on the grey lumen. No patient harm reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause appears to be associated with use of the device. One 5 fr triple-lumen (t/l) powerpicc solo was returned for investigation. The catheter was received with non-vad needleless injection caps attached to the solo connectors. The catheter had been trimmed to length near the 45cm depth mark. An 8mm longitudinal split was observed in the t/l tubing between the 6 and 7 cm depth marks. The printing on the extension legs with the white and grey luer adaptor stated, ¿no contrast¿. A microscopic examination revealed that the adjoining surfaces of the split tubing were smooth and granular. The catheter material extended outward along the split. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A functional test revealed that fluid leaked from the longitudinal split when the lumen with the gray luer adaptor (non-power injectable) was infused with water. The wall thickness of the lumen with the gray luer adaptor was found to be within specification. A review of the manufacturing records showed no evidence that the failure mode reported in this complaint was caused by the mfg. Process. It is unknown if this lumen was inadvertently used for a power injection. The instructions for use (IFU) warn, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ the IFU also states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿